Event description:
It was reported on(b)(6) 2026 a 25 mm Amplatzer Amulet Left Atrial Appendage Occluder (LAAO) was selected for implant using a 14F Amplatzer Amulet delivery sheath for a left atrial appendage (LAA) closure. A trivial effusion was noted prior to the procedure. Difficult patient anatomy was also noted with a small posterior wall. During the procedure, the activating clotting time (ACT) was 358 seconds. The heart rhythm was normal sinus and the left atrial pressure was 19 mmHg. Transseptal puncture was made at the inferior mid location and Heparin was administered. The wire was positioned in the left upper pulmonary vein. The 25 mm Amulet (11232458) was positioned but due to the large shoulder, positioning of the device resulted with most of the device outside the appendage. The device was partially recaptured twice. The device was determined to be too large, and it was decided to downsize the device. The 25 mm Amulet (11232458) and deliver sheath was removed from the body patient and replaced with a new 20 mm Amplatzer Amulet LAAO (11197339) with a new 14F Amplatzer Amulet delivery sheath. The 20 mm Amulet was positioned but was not sitting appropriately to satisfy CLOSE criteria. The device was partially recaptured twice. The 20 mm Amulet (11197339) was removed from the body. Upon removal of the 20 mm Amulet (11197339), a perforation was identified in the LAA and a worsening circumferential pericardial effusion was noted. A pericardiocentesis was performed. It was then decided to switch to a 20 mm Non-Abbott device with a new Non-Abbott delivery sheath. The Non-Abbott device was attempted to be positioned three times without adequate results with a leak noted. The device was partially recaptured three times. The 20 mm Non-Abbott device and Non-Abbott delivery sheath was removed from the body. The decision was made to try using a new 20 mm Amulet LAAO to close the appendage with a 14F Amulet Steerable delivery sheath. The 20 mm Amulet was implanted (11209260). The patient continued to have low saturation and pressure, and the pericardial effusion continued to grow. Cardiac tamponade was determined to be present. Protamine was administered but blood continued to be pulled from the pericardiocentesis. The patient was pulseless for a few seconds and transferred to surgery for intervention. The perforation was surgically closed via sternotomy. The patient status was stable and discharge home after recovery. The physician believes the 20 mm Amulet (11197339) perforated the appendage that caused the pericardial effusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.